Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-feb-2021, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 03-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient felt like stimulation was too strong even at 0.6 volts. It seemed like it slowly changed after implant. An x-ray was performed before revision, and it was determined that the leads had migrated down. Two new leads were implanted, and the old leads were removed and discarded. The leads had moved so nothing was wrong with the leads. The issue was resolved at the time of the report. There were no further complications reported.